Event description:
Reportedly, this ring was explanted after approximately a 3 year, 3 month implant duration due to mitral regurgitation, moderate atrial enlargement, and mitral stenosis.

Manufacturer narrative:
H6: device not returned.